Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked chemotherapy medication from the port onto the floor during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "as requested the issue we had with the IV lines were that fluid was leaking out of the very top port (closest to chamber). These had not been accessed at all, three different patients and different nursing staff... For 1 patient the chemo had been started and was noticed to be dripping out of the port and onto the floor, which resulted in cytotoxic spill. For the other they were connecting the patient to the fluid line in order to start the chemo and notice that fluid was dripping out of the top port".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked chemotherapy medication from the port onto the floor during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "as requested the issue we had with the IV lines were that fluid was leaking out of the very top port (closest to chamber). These had not been accessed at all, three different patients and different nursing staff. For 1 patient the chemo had been started and was noticed to be dripping out of the port and onto the floor, which resulted in cytotoxic spill. For the other they were connecting the patient to the fluid line in order to start the chemo and notice that fluid was dripping out of the top port".